Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -7.5 into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed on (B)(6) 2023. It was later replaced on (B)(6) 2023 with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.